Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
It was reported by the end-user's healthcare provider (hcp) that the user was hospitalized for hypoglycemia on (B)(6) 2025. The hcp stated that the user has been removed from the ilet pending additional training and mentioned that the user is on hemodialysis and stated the comorbidity is thought to be a contributing factor to the hypoglycemic event. The user was contacted for additional event information and reported that they received an "urgent low" indicator on the device while on dialysis when he became unresponsive. The user did not know their blood glucose levels. The dialysis center contacted paramedics, and the user was transported to the emergency room (ER) via ambulance. The user could not recall the treatment received while in the ER but stated he was not admitted and was released the same day. The user noted immediate health effects if nausea and loss of consciousness. No long-term health effects reported. The user stated "yes" he ate or drank something to bring his blood glucose (bg) values up.